Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented to the hospital due to muscle stimulation. Upon interrogation an error message displayed informing the user the diagnostics could not be viewed. The data was saved to the hard drive. Subsequently the device exhibited backup operation. It was clinically resolved by a successful software download. The device remained implanted.